Manufacturer narrative:
The ventilator was investigated by our field service engineer. Visual inspection found traces of liquid on the pneumatic back-plane pcb (printed circuit board). The pcb was cleaned and the ventilator was cleared for clinical use. No parts were replaced. There is no information on how the liquid entered the ventilator or what kind of liquid spill it was. No logs were provided, but the generated technical error code was an indication of communication error on the pneumatic back-plane pcb and was a result of the found liquid. Liquid/moisture on the pcbs can cause a failure/short circuit, which may lead to stop of ventilation. Alarms will be generated.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. Patient involvement is unknown. (B)(4).